Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the pins fell out of a slap hammer while being used during surgery. An alternative slap hammer was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
The returned slap hammer was evaluated. One of the sleeve connection pins is missing. The likely cause for this issue is accumulated wear and impact over the life of the instrument. A review of the DHR did not identify any manufacturing issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.